Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the reload did not close. The device was unable to fire; the surgeon was unable to press the green button and was unable to squeeze the handle. There was no patient involvement.